Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy drug-eluting stent selected for use. However, when the device was upacked, one of the stent struts was sticking up a little bit. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2020 as the correct date was not provided. Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal strut was noted to be lifted from its crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy drug-eluting stent selected for use. However, when the device was unpacked, one of the stent struts was sticking up a little bit. The procedure was completed with another of same device. No patient complications were reported.